Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the helix of the lead was extrinsically bent. Visual summary of the lead indicated damage at implant. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the physician encountered placement difficulty with the right ventricular (rv) lead. The initial access location was lateral and noted to be tight near the clavicle. This required force from the implanter in order to pass the lead through the tight junction of the clavicle area. Once the lead was in position in the apex, it was noted that the screw would not deploy when using the rotation tool. The lead was removed from the body, and the helix would not deploy under visual inspection at scrub table. A new site was used for access, and a new lead was utilized. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.